Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the patient's attorney: (B)(6) 1999 - repair of recurrent ventral hernia with flat mesh. (B)(6) 2004 - repair of enormous incarcerated recurrent incisional hernia with composix kugel mesh. The flat mesh was entered during this procedure and a large hernia sac was encountered. The right side of the flat mesh was incorporated into the scar tissue. The left side appeared to be freed; this was removed with the hernia sac and discarded.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. The information provided indicated that the patient was treated for recurrence, which is a known possible adverse reaction listed in the IFU. The lot number included in the medical records provided was illegible; therefore a review of the manufacturing records could not be conducted. Additionally, no sample was returned for evaluation. With the currently available information, no additional conclusion(s) can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The medical records refer to a composix kugel mesh implant on (B)(6) 2004, however there was no indication that there were any issues related to this device.